Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the bdc interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported failure to advance. Upon manipulation of the device during attempts to advance it against resistance, the shaft likely kinked and the guide wire exit notch tore. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left circumflex artery. The 3.0x15mm nc trek balloon dilatation catheter failed to cross due to anatomy. The device was noted to be kinked at the shaft and the device torn. A new nc trek was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.